Event description:
Patient reported a left side "early development" intracapsular rupture diagnosed via MRI. Healthcare professional later reported "a possible left side rupture." Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported and healthcare professional later confirmed left side rupture. Device remains implanted.

Event description:
Patient reported a left side "early development" intracapsular rupture diagnosed via MRI. Healthcare professional later reported "a possible left side rupture." Healthcare professional additionally reported "hole, non-specific." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint code are: rupture: observed broken device assessed as unidentified (tear) opening. (Shell thickness within specification) no additional observations performed on the device. No further actions are required.